Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: user error, improper handling as well as application of excessive force. The event can be prevented by following the instructions for use which state: the endoscope is a precise optical device. Careless handling may damage the endoscope. Always handle the endoscope with care. Do not hold the endoscope by the distal end only. Do not bend the insertion tube. Always store and transport the endoscope in the supplied protective tube. Remove the endoscope from the protective tube only before direct use, manual cleaning or automated cleaning and disinfection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the eyepiece is corroded, in addition, the image is out of center. Furthermore, the following additional issues were identified during inspection: a gap on the direction pin, received without inner outer adapters, and minor dents and scratches on the distal edge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the telescope "oes elite", had the eyepiece fall off. The issue was found during reprocessing. There were no reports of patient harm.